Event description:
A single loose locking screw was identified approximately 17 months post-operatively following the extension of a pedicle screw construct. A reoperation was performed to remove and replace the affected hardware.